Manufacturer narrative:
Omit: a140504 - inaccurate delivery (2339).

Event description:
It was reported that when using alaris system syringe modules an initial mini bolus that goes to the patient that is not accounted for each time of infusion starts off. After changing the syringe, this does not happened when the infusion is initiated with the first syringe. It states that the issue is happening for months through different departments, but customer could not give the exact dates and occurrence since they does not recall at the point of time and there is no specific pumps. There was patient involvement. Task 3972994 completed: according to the customer the reported symptoms will occur for the first few seconds and quickly normalize without any intervention.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that when using alaris system syringe modules an initial mini bolus that goes to the patient that is not accounted for each time of infusion starts off. After changing the syringe, this does not happened when the infusion is initiated with the first syringe. It states that the issue is happening for months through different departments, but customer could not give the exact dates and occurrence since they does not recall at the point of time and there is no specific pumps. There was patient involvement. Task 3972994 completed: according to the customer the reported symptoms will occur for the first few seconds and quickly normalize without any intervention.